Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge change error message occurred when the customer attempted to load a new cartridge. The customer successfully reloaded the cartridge and insulin delivery was resumed. Blood glucose was 409 mg/dl.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified (usb pins damaged).